Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pad burns occurred. Radiofrequency ablation of the liver was completed with the rf3000 radiofrequency generator, a levine super slim needle and electrosurgical patient return electrodes. The procedure duration was about one hour. Following the procedure the physician noted the patient had light burns on four places of the thigh. As there was no further issue, the patient was moved back to the ward. The patient's condition was noted to be good after treatment. Re, the physician was unable to achieve a bi-directional block thus the ablation catheter was replaced with a non bsc ablation catheter and completed the procedure. An hour after the procedure, the physician observed a 11cm x 3cm blister around one of the ablation electrode patch at the back side of the patient. There were no further patient complications reported.